Manufacturer narrative:
Device programming history and patient x-rays were reviewed. Review of device programming history indicates a high lead impedance reading (dc-dc code of 7 and limit) approximately one year prior to the current reported event. Review of chest and neck x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system; however, the negative lead pin, though past the connector block, did not appear to be completely inserted into the generator header. This could possibly indicate a generator/lead pin connection problem. Additionally, a portion of the lead body, medial to the generator, appeared to be twisted. Although no gross fractures were observed, a lead fracture is suspected because of the observed twisting of the lead.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high impedance test result. The patient had not experienced any recent injury or trauma that may have damaged the ncp system and does not manipulate the device through the skin. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjunction with the high lead impedance condition.